Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify; ¿unable to perform the procedure with both wires¿ how many devices had the ¿threads detached from the needles ¿issue in this single procedure? What was the date of the initial procedure? Name of the procedure? Date the event occurred? A photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The surgeon reported that the threads detached from the needles. Unable to perform the procedure with both wires, a third wire was made available. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/9/2020. A manufacturing record evaluation was performed for the finished device am5721 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/22/2020. Additional h3 investigation summary: only a picture was returned for analysis. Upon visual inspection of the picture, a sample of product code 7618g could be observed. However, no conclusion could be reach as the sample was not returned for analysis.the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.